Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as there were systematic problems with the touchscreen. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The alleged malfunction impacted the user¿s ability to use the device properly. The customer called technical support to report that there were systematic problems with the touchscreen. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).